Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to connector pin # 2 of the hard paddle connector breaking off and being stuck in the therapy connector of the device. Physio-control replaced the device's therapy connector and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device failed to deliver a defibrillation shock through the standard hard paddles during resuscitation on an adult patient. A back-up device was used to provide a defibrillation shock to the patient. There was no negative outcome for the patient reported.

Manufacturer narrative:
(B)(4). The customer observed that a connector pin from the connector on the standard hard paddles assembly had broken off and got stuck in the therapy connector of the device. They were unable to repair the device themselves. The device will be forwarded to physio-control for evaluation and repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.